Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to a company representative that a piece of plastic came out of the phaco handpiece into a patient's eye during a cataract procedure. Additional information was received from the ophthalmic surgeon. He indicated he experienced a continuous report of an occlusion during a right eye cataract procedure. He observed in the anterior chamber of the eye, a hard piece of translucent plastic or glass which was removed. During the lens implantation, it was observed a small capsular tear. A vitrectomy was performed and the intraocular lens was implanted. The surgeon indicated the posterior capsule tear was not caused by the manufacturer¿s device but did not indicate what was the cause. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon indicated the "small capsular tear was caused by an unexpected movement of the patient, causing me to damage the capsule with my intraocular instrument."

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history records showed the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. (B)(4).